Event description:
It was reported that the lead exhibited noise, and the lead was thought to be broken. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The defib conductor was distorted, and the outer insulation exhibited a cosmetic depression. Blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head) and the helix/lobe was distorted/bent. Tissue was found on the helix, and the lead exhibited apparent explant damage.